Event description:
The customer reported being hospitalized and hypoglycemia. Following the event, the customer stated that the insulin pump delivered 15 units of insulin on its own, and that the insulin pump has been lost. Attempted to contact the customer concerning this event but, could only leave a voicemail. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to paradigm real-time insulin infusion pump, which is marketed in the united states.